Event description:
During a total vaginal hysterectomy procedure, on third firing, the device did not cut and the staples were not formed. Used another like device, and it did the same thing. It did not cut and the staples did not go into the tissue. Used a 3rd like device to complete the procedure. There was no patient consequence.